Manufacturer narrative:
The technician found the cause was the bed was not zeroed before setting the bed exit alarm, user error. See scanned page. The technician zeroed the bed and set the bed exit alarm to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the account stated they cannot set the bed exit. The bed is located in the maintenance room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).